Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a high priority alarm and the display read "controller failed/change controller." It was also reported that the log files were unable to be downloaded from the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional device unk-alarm adapter d9: yes h3: yes h6: FDA method code(s): b01 h6: FDA result code(s): c19 h6: FDA conclusion code(s): d14 product event summary: the controller (B)(6) and one (1) alarm adapter of an unknown lot number were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned alarm adapter revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller a bent pin within power port two (2). The bent pin did not allow a power source to connect to the controller. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptible on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Functional testing also revealed that the controller was unable to communicate with a test monitor, the no power alarm could not be silenced by inserting a test alarm adapter into the serial port of the controller, unable to power to the test motor, and unable to recognize the test driveline, resulting in vad disconnect alarms. Internal inspection did not reveal any anomalies. Supplemental testing a capacitor on the power board was shorted. After the faulty component was replaced, the controller functioned as intended and controller log files were obtained. The damaged capacitor prevented the controller from recognizing a driveline cable and caused the controller to trigger the vad disconnect alarms. When a vad disconnect alarm occurs, the controller will display a "vad stopped" message. Log file analysis revealed multiple vad stopped alarms were logged on (B)(6) 2021. Log file analysis did not reveal a controller failed alarm logged within the analyzed period. As a result, the reported data transfer error, inability to silence the no power alarm by the alarm adapter, and "vad stop" alarm events were confirmed; however, the reported controller failed alarm could not be confirmed. The most likely root cause of the reported events can be attributed to the shorted capacitor. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.